Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the arm. On (B)(6) 2024, the patient's cgm was providing him with a low reading (no specific cgm value was reported). The patient also did not have any bg meter test strips to use to test a comparison value. The patient was trusting the cgm device and self-treated by eating "a lot of carbs". Despite treatment, the cgm device continued providing the patient with low readings. At an unspecified time that day, the patient began to feel weak and disoriented. The patient also mentioned he passed out multiple times but regained consciousness on his own. Eventually, the patient was able to drive himself to the emergency room (ER). At the emergency room, the patient's bg level was 900 mg/dl and the cgm was reading 40 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to the hospital overnight. The patient can no longer recall the medications/treatment he received while hospitalized. He was discharged home the following day. The patient was in good condition at the time of report. There was initially not a complete set of reported glucose values available to search within the parkes error grid calculator, however the reported glucose values once the patient arrived at the emergency room, falls within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.